Event description:
Sister-in-law of patient, reports patient passed away unexpectedly in 2006. Family was given the explanted device, which they returned to the manufacturer for analysis. Attempts to confirm date and cause of death with hcp have been unsuccessful. The device was reportedly off at the time of death. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.